Event description:
Venous blood line became disconnected from catheter while patient was dialyzing. Pt lost approximately 500cc of blood. Catheter was bridge taped per dci protocol. The medical intervention required was the administration of 1000 ml of saline and overnight hospitalization for observation.